Manufacturer narrative:
The reporter's test strips were returned for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 2.5 inr, qc 2: 2.5 inr, qc 3: 2.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4) compared to a laboratory result using the dade innovin reagent on a sysmex ca-11 system analyzer. The meter result was 6.2 inr at 1:05 pm. The initial reporter mentioned that the finger might have been excessively squeezed prior to dosing. The laboratory result was 1.6 inr at 1:29 pm. The laboratory result was believed to be correct. The patient's therapeutic range is 2.0-3.0 inr.